Event description:
This supplement report is being submitted to capture the device evaluation on the 01-mar-2022. Lab evaluation date: 01 mar 2022. Visual inspection: kinks noted on 1st and 3rd porthole of tapered end of pigtail curl. Functional inspection: 0.035 inch wire guide does not pass the kinks.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the zso-7-15 device of lot number c1853952 involved in this complaint was returned to cirl for evaluation. With the information provided, a physical and a document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2021. Visual inspection: kinks noted on 1st and 3rd porthole of tapered end of pigtail curl. Functional inspection: 0.035 inch wire guide does not pass the kinks. Document review: prior to distribution all zso-7-15 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the zso-7-15 device of lot c1853952 confirmed that this failure mode has not previously occurred with that lot. Based on the information to date, there are no manufacturing issues associated with lot c1853952. It should be noted that the instructions for use (ifu0045) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is no evidence to suggest the user did not follow the IFU. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to transport/storage conditions, whereby the kink occurred while being stored at the facility or during transportation. It may be noted that all devices in the work order passed inspection on site and would not have left cook in this condition. The complaint is confirmed based as the failure was verified in the laboratory. According to the initial report, there was no patient contact during this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As initially reported to customer relations via email: (B)(6) (g21799-51) had a plastic stent that was bent out of the package. G21711. The event occurred on (B)(6) 2021. Product did not make patient contact. Patient outcome did any unintended section of the device remain inside the patient¿s body? N/a- noted prior to patient contact. If yes, please describe. Was the patient hospitalized or was there prolonged hospitalization? N/a- noted prior to patient contact. Did the patient require any additional procedures due to this occurrence? N/a- noted prior to patient contact. If yes, please describe. Did the product cause or contribute to the need for additional procedures? N/a- noted prior to patient contact. If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? N/a- noted prior to patient contact. Has the complainant reported that the product caused or contributed to the adverse effects? N/a- noted prior to patient contact. Please specify adverse effects and provide details.